Manufacturer narrative:
Pump was received with pump error alarm during rewinding due to corroded motor home switch. No moisture damage found under liquid crystal display screen or on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture. The patient¿s blood glucose was unknown at the time of the incident. Customer reports past exposure of the pump to fluid and there is no visible water. Self test passed. Customer states the location of the leak was barrel. He customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.